Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected three opened and used enlite sensors and performed bicarbonate buffer test, two of three failed per specification. First for low and second high readings one remaining sensor passed per specifications with accurate readings. Also one sensor found blood at sensor base.

Event description:
It was reported that the customer received sensor error alerts. The customer's blood glucose was 100 mg/dl. The alert occurred after initialization. During troubleshooting, it was found that the sensor was inserted normally, as it was fully inserted and flat against the skin. The customer did not have a test plug to run the test plug procedure. He then removed the sensor and inserted another, at which point the customer bled at insertion site. Additionally, the customer called back reporting that he believed he had a bad transmitter. At that time, the sensor isig value was 3.76. Nothing further was reported.